Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted and repositioned 3 times. This lead was not successfully implanted due to helix not retracting.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicated that the attempted lead was repositioned 3 times was not successfully implanted due to helix not retracting. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.